Event description:
It was reported that when the device is turned on, there's a blank screen with a line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, was missing barrel clamp head and had a cracked right and left plunger cases. The customer stated problem was duplicated. Incomplete upload process by customer. Used test top case to load software to the base, then reconnected customer top case and uploaded software from base to head of the pump. The cause of the reported problem was traced to the user. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 28-apr-2020.